Manufacturer narrative:
(B)(4). Review of the files confirmed the reported behaviour. Reportedly, tachycardia episodes that triggered the anti-pmt algorithm were due to pt exercise, and should be classified as sinus tachycardia. Review of the episodes showed that the implant operated as specified. Anti-pmt algorithm has been evaluated through clinical evaluations and has been set as a default setting in most of ela devices for many years. In this case, the specific physiology of this pt triggers the anti-pmt algorithm inadequately, which is not well tolerated by this very active pt. Unfortunately, this algorithm cannot be deactivated. This is an isolated case, and there is no risk for pts. Therefore, the implementation of a correction to deactivate the algorithm cannot be characterized as urgent.

Event description:
The pacemaker involved in this MDR report was implanted on (B)(6) 2007. On (B)(6) 2007, the pacemaker reportedly switched from ddd at exercise rate to vvi 60 bpm. Pt was symptomatic and went to hospital. ECG was printed: vvi 60 bpm, no atrial arrythmia was observed. Then, the pacemaker switched back to ddd mode (programmed mode). Aida files could not be retrieved, even after several attempts. No oversensing was observed. Electrical parameters were normal. Exercise test was performed, and no anomaly was observed.